Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of bags under eyes, skin folding, encapsulated, welts, deformation and lost face are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, inflammation and injury: "undesirable effects the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list) : ¿ inflammatory reactions (redness, oedema, erythema, ¿) which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of theses tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. ¿ poor effect or weak filling effect. ¿ patients must report inflammatory reactions which persist for more than one week, or any other side effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment."

Event description:
Patient reported being injected with juvéderm® volbella® with lidocaine. The patient then developed "bags under [their] eyes" and patient was "ashamed" to talk to other people due to the "bags." When the patient "looks down [they] has difficult and [patient] feels [their] skin folding." Patient's self-esteem fell down these months. Patient wants to remove the product because it was "encapsulated" and is very angry "due to [their] image that was damage." Patient noted that the product changed the skin under their eyes. The patient went to "dissolve again the welts in one side that insists on not solving. Patient claimed that they had "lost" their face due to the event. Patient has yet to solve the "deformation." Several months later, the patient claims they "can not get these bags" out from their eyes. Patient was given 3 treatments to dissolve the product but it hasn't dissolved. Patient says that it has caused them to have "depression" since they "wake up like a dog, full of folds." Patient noted that the product has "encapsulated" below their eyes with "lines" that they did not have below the bags and wakes up with the "skin folded." Patient is having serious problems with their livelihood as the patient claims to look "deformed, looking like a bulldog and was not born this way."

Event description:
Additional information: the patient was treated with exilys and "product to dissolve volbella" over 5 sessions by the injecting healthcare professional. The patient is now less deformed.